Event description:
During a lap cholecystectomy procedure the device jaw was out of alignment from the beginning of the case. Another device was pulled form another # and the device worked fine. No patient outcomes.